Event description:
I was given a contact lense test in 2005. I was never told of any risk, nor were there any printed materials to inform me of any inserted in any box of contacts I purchased. However, I was in my opinion never measured correctly, because I was forever going back to the store due to the fact that the contacts were falling out of my eyes most of the time, most often felt grainy or like something strange was in my eyes. I put up with this as I was told it takes time to get used to them. Then in 2006, I was driving and very suddenly my eyes & nose on the right side, started to run a lot, then just as suddenly the pain came on to be so great I was crying from it, I had to cover my right eye while driving as the sun hurt it even more, I looked into the mirror and my eye was distorted and as red as a tomato. It was a weekend & I still called my dr's office, and it was closed, but the girl answered the phone and told me to go to another office asap. I did, and the dr on duty said that she could not treat me there as I have a raging infection & must go to emergency room now, as an after through she said wait, and took a tool and pulled out a contact lens that she estimated as being lodged there at the bottom of my eye for about 3 days. Long short, I ended up at two hospital emergency wards, and soon the pain was unbearable and I was unable to take the eye chart test because I was blind as could be in my right eye, they recommended me to see a certain dr first thing in the morning, they prescribed me pain medication. The next morning this dr said he can't treat me because the infection is so out of control, and if it didn't get attention & go away asap, I stood a good chance of losing that eye. He immediately made an appt with an eye specialist, I went and was on 4-5 different eye drops to be taken around the clock. I was unable to sleep for days and I was in his office every single day for him to check on my eye. I ended up going to the eye institute more than several times. I was told that I had an ulcerated cornea from the contact slipping down, and I was so used to them falling out that I just assumed I didn't have it in when the infection flared up. I can see again now, I am lucky, I now have wet eye because of this, and the scarring is just a bit above my window of vision. I was unable to work for months & my own business & work on my own. I also cannot afford health insurance. So on my credit card I had to pay for all involved. I owe for all the hospital visits. I was told that it is unlikely, but the scarring could move, I had a photo of this scarring etc. I'd like to know what class is this device in? Also, what I can do about the dr's that incorrectly measured me, and also why no inserts were in any box of lenses. If I knew of the risk involved, I'd never put a lens in my eye ever. Can you contact me as to how the law stands on this issue? I'm in need of knowing more for legal issues now... Or are the contact lens people nice and protected under some double talking law? I'm not alone as I've heard of many others that were hurt as I was by this same thing. What protection do I have? Eye drops used to help clear infection by alcon...made by I believe falcon ciprofloxacin, hydrochloride, ophthalmic solution, 0.3% as base. Diagnosis or reason for use: far sighted, nearsighted, and stigmatism in both eyes.